Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an ulcer on the right chest and the pacemaker was exposed. The physician suspected that the infection was related to the patient's repeated pacemaker replacements. The pacemaker was explanted due to the infection. The new pacemaker was implanted on (B)(6) 2025. The patient was stable throughout.